Manufacturer narrative:
The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the over pouch containing ten capd disconnect y-sets with drain bags was damaged (open). This was identified by the nurse at home prior to use. When the issue was found, the product was replaced and a new product was used to continue the treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, one (1) companion sample and one (1) photo was received for evaluation. A visual inspection with the naked eye was performed and a torn pouch was observed on the photo provided and no evidence of damage to the over pouch on the returned companion sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.